Event description:
The customer reported cleaner and diluent leak of approximately 3-4 mls while running latron controls involving the lh 500 hematology analyzer. The customer indicated that the leak was not contained to the instrument and fluid leaked onto the counter. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered that the customer also experienced latron controls out of range. The fse found a leak in tubing at pinch valve pv49 and the fse replaced all tubings through pv49 to resolve the leak. The fse also cleaned the flow cell and performed ttm (triple transducer module) as a preventative maintenance. Failure mode is attributed to a leak in tubing at pv49 and latron controls were out of range to alert the operator of an instrument problem. Pinch valve pv49 is used to control the dispensing and priming of the backwash pump.

Manufacturer narrative:
(B)(4).